Manufacturer narrative:
(B)(4) was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.

Event description:
It was reported that allegedly, a patient fell over the siderail of the bed. It was also identified that the bed exit did not alarm. It is not known if an injury is alleged related to the reported fall.